Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of endoleak type 3a, successful secondary procedure and the patient being stable post secondary. Clinical also was able to find substantial evidence to support the following additional event of aneurysm enlargement. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was related to the inadequate (off-label) component overlap of 2cm at implant. The final patient disposition was discharged post-operative day one following the secondary procedure. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2011, the patient was initially implanted with a bifurcated stent, an infrarenal extension and two (2) limb extension. On (B)(6) 2017 a type 3a endoleak was discovered by an angiogram. The physician elected to re-intervene and "bridge" the two components with a vela infrarenal extension. Also no gate to cannulate was reported during the secondary procedure. The patient was reported as doing well post-secondary procedure. There have been no additional patient sequelae reported.